Event description:
It was reported to philips that the image processing computer failed to boot up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the bios battery in the ippc and recreated the imagestore function which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The field service engineer (fse) inspected the system onsite and attempted to start the ippc manually, but the issue was not resolved. A review of the system logfiles found a malfunction with the ippc (image processing pc). Upon troubleshooting actions, fse determined that the empty bios battery which was only generating 1.5 volts was the cause of the reported problem. Fse replaced the bios battery in the ippc and re-create image store performed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.